Manufacturer narrative:
Follow up with customer on (B)(6) 2014 indicates customer's blood glucose level has normalized. No product returning or eval. Should new info become available, a follow up report will be submitted. Use of apidra insulin is contraindicated for the t:slim cartridge.

Event description:
Received info stating customer received an occlusion alarm. Reportedly, customer's blood glucose level was 500 mg/dl earlier in the day. Customer was using apidra insulin.